Event description:
It was reported that intraprocedural thrombus was suspected. A left atrial appendage (laa) closure procedure was being performed. The patient was on warfarin and discontinued four days prior to the procedure. It is unknown if the patient received the prescribed aspirin regimen as directed in the IFU. At some point prior to the day of the procedure, a computed tomography (CT) was performed that showed a filling defect. Transesophageal echocardiogram (tee) images of the appendage were obtained before the procedure began and the presence of dense smoke in the laa was noted. 3000 international units (iu) of intravenous (IV) heparin was given before the transseptal puncture was performed to maintain an activated clotting time (act) above 300 seconds throughout the procedure. The clinical specialist pointed out presence of thrombus in the transverse sinus. It was noted that the presence of smoke in the laa had decreased after the first dose of 3000 iu of heparin was given. The transseptal puncture was performed. Another dose of heparin was administered. The left atrial mean pressure measured 32mmhg and the act was high out of range. They repeated the act measurement and obtained the same result. An anterior curve watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) was advanced into the was. The closure device was deployed. Immediately after deployment of the 31mm watchman flx closure device, the echocardiographer suspected thrombus was on the face of the closure device near the threaded insert and core wire. Aspiration was performed multiple times and no thrombus was aspirated. They agreed to continue to assess the release criteria. It was determined the release criteria were met and there was no longer any appearance of thrombus on the face of the device. At this time, thrombus was observed to have formed behind the closure device. The decision was made to release the closure device. The closure device was continued to be observed on tee. The patient will remain on warfarin until the 45-day follow-up CT. Imaging and additional information have been requested.

Event description:
It was reported that intraprocedural thrombus was suspected. A left atrial appendage (laa) closure procedure was being performed. The patient was on warfarin and discontinued four days prior to the procedure. It is unknown if the patient received the prescribed aspirin regimen as directed in the IFU. At some point prior to the day of the procedure, a computed tomography (CT) was performed that showed a filling defect. Transesophageal echocardiogram (tee) images of the appendage were obtained before the procedure began and the presence of dense smoke in the laa was noted. 3000 international units (iu) of intravenous (IV) heparin was given before the transseptal puncture was performed to maintain an activated clotting time (act) above 300 seconds throughout the procedure. The clinical specialist pointed out presence of thrombus in the transverse sinus. It was noted that the presence of smoke in the laa had decreased after the first dose of 3000 iu of heparin was given. The transseptal puncture was performed. Another dose of heparin was administered. The left atrial mean pressure measured 32mmhg and the act was high out of range. They repeated the act measurement and obtained the same result. An anterior curve watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) was advanced into the was. The closure device was deployed. Immediately after deployment of the 31mm watchman flx closure device, the echocardiographer suspected thrombus was on the face of the closure device near the threaded insert and core wire. Aspiration was performed multiple times and no thrombus was aspirated. They agreed to continue to assess the release criteria. It was determined the release criteria were met and there was no longer any appearance of thrombus on the face of the device. At this time, thrombus was observed to have formed behind the closure device. The decision was made to release the closure device. The closure device was continued to be observed on tee. The patient will remain on warfarin until the 45-day follow-up CT. Imaging and additional information have been requested. Imaging was reviewed from a third party, which noted that the alleged procedural thrombus event was not confirmed.

Manufacturer narrative:
H6: impact codes corrected from serious injury/illness/impairment - f12 to no health consequences or impact - f26. H6: evaluation conclusion codes corrected from known inherent risk of device - d12 to no problem detected - d14.